Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a (B)(4), series 7000 cementless tibial component.the event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
(B)(6) supplementary report identified the scorpio nrg cementless/ series 7000 cementless total knee replacement combination as having a higher than anticipated revision rate compared with all other total knee prostheses.